Event description:
User received discrepant d-dimer results for one patient sample when tested on multiple analyzers. All results are in ug per ml. Results from this analyzer were 8.989 and 8.537. Sample was then repeated on another analyzer at the site and recovered 14.01, 12.86, 10.106 and 12.92. The sample was then sent to another laboratory and recovered 13.33. The result of 13.33 was reported to the physician. The patient did not receive any treatment based on erroneous results. The user loaded a new reagent pack onto the analyzer and performed a calibration which improved the performance of the assay.